Event description:
It was reported that the device is displaying its charge-pak and low battery icons. The downloaded data from the device indicates that the internal battery is depleted and the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.